Event description:
Consumer called in and said his frame was broken, we directed him back to his dealer and the dealer got andrew to send in a picture and a description of what happened. (B)(6) has swingaway arms on the chair and he uses them to do transfers sometimes. Part of the frame broke off in the back where the frame insert goes in. We are going to replace the frame and have informed the dealer to let the end user know that he can not use the swingaway arms to do transfers.